Event description:
The plaintiff's attorney alleged that the pt experienced sudden cardiopulmonary arrest, and within a few hours of the pt's last dialysis treatment, and expired. These allegations were allegedly caused by the product which was administered to the pt for dialysis treatment.

Manufacturer narrative:
This is one of two device reports associated with this event.